Event description:
Reporter alleged customer obtained discrepant blood glucose values of 120 mg/dl back to back with a result of 310 mg/dl when comparison testing was performed within 10 minutes. Reporter stated the customer was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. Reporter indicated the test strip vial that generated the result of 310 mg/dl contained desiccant beads in it; however, customer did not take any actions or receive any treatment based on the result. A request was made for the return of the suspect device and replacement product was sent.